Manufacturer narrative:
Results of investigation: a review of the sterile certificates for the implanted devices was performed. All lots were accepted to the requirements. The reason for the revision reported was likely due to an infection. However, the reason for the infection cannot be conclusively determined based on the information provided. Infection is a known potential surgical complication.

Event description:
It was reported via experience report that "the patient was revised due to infection." The right side was affected. All implants were removed. There was no reported surgical delay. Initial implant date: (B)(6) 2023. Revised on (B)(6) 2024.patient was last known to be in stable condition following the event.unable to obtain images or x-rays. Product not returning: disposed.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s, (B)(6), 300-30-09 - equinoxe preserve stem 9mm, (B)(6), 310-01-47 - equinoxe, humeral head short, 47mm (beta), (B)(6), 314-13-34 - equinoxe cage glenoid l, post aug, right, (B)(6), 315-35-00 - glnd kwire, (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), 300-20-02 - equinox square torque define screw drive kit, (B)(6), a10012 - gps implant kit v2.